Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. Tasp lot 63245201 exhibits signs of repeated use (nicked or gouged) and has one of components 1 and 2 disassembled / missing. The missing component was not returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 ¿ 2020 - 00964, 0001822565 ¿ 2020 - 00965, 0001822565 ¿ 2020 - 00966, 0001822565 ¿ 2020 - 00967, 0001822565 ¿ 2020 - 00968, 0001822565 ¿ 2020 - 00969, 0001822565 ¿ 2020 - 00970, 0001822565 ¿ 2020 - 00971, 0001822565 ¿ 2020 - 00972, 0001822565 ¿ 2020 - 00973, 0001822565 ¿ 2020 - 00974, 0001822565 ¿ 2020 - 00975, 0001822565 ¿ 2020 - 00976, 0001822565 ¿ 2020 - 00977, 0001822565 ¿ 2020 - 00978, 0001822565 ¿ 2020 - 00979, 0001822565 ¿ 2020 - 00980, 0001822565 ¿ 2020 - 00981, 0001822565 ¿ 2020 - 00982, 0001822565 ¿ 2020 - 00983, 0001822565 ¿ 2021 - 02547.

Event description:
It was reported that the device was missing one or more ball bearings that appear to be detaching during or after the sterilization process. There was no patient involvement. Attempts have been made and no further information has been provided.